Event description:
A physician reported a pt who was originally skin tested in 1989 and had rec'd treatments since without event. On 16 december 1998 the pt was treated in the glabellar frown lines and the nasolabial folds. The physician noticed a slight blanching at one area of the glabellar immediately after treatment. The pt called 21 december 1998 to report symptoms at the glabella described as "redness, irregularity, "port wine-like stain-like appearance-red with whiteness in the center area" which were noticed by the pt about 19 december 1998. On 21 december 1998, the physician prescribed biaxin. On 23 december 1998, the pt was examined. The physician noted a 2 cm round area of purple skin at the glabella treatment site. Neosporin ointment was prescribed topically to keep the area moist. The physician noted a probable vascular occlusion. The pt was advised to watch the symptomatic area closely and contact the physician as needed. On 30 december 1998 the physician spoke to the pt by phone. The pt denied pain but reported sone superficial slough resulting in a tiny scab at the glabella. Neosporin and biaxin were continued.